Event description:
The customer reported that they were unable to acquire v6 on a 12-lead-ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.